Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 497164), is related to case with patient identifier (B)(6) (test strip lot number 497435).

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 8.0 mmol/l and 18.0 mmol/l. No adverse event reported. The customer used test strip lot numbers 497164 and 497435. It is unknown which lot number was used for which result. The test strips are not expected to be returned for product evaluation.